Manufacturer narrative:
On 3/7/2019, a manufacturing record evaluation was performed for the finished device 1055 number, and no non-conformance was found during the review. Additionally, the manufactured date and expiration date have been provided. Therefore, expiration date and device manufacture date have been populated. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
On 3/12/2019, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. During initial inspection it was found that the ¿brim cap (hemostatic valve cap), friction ring, and white gasket are missing. Shaft is kinked 12cm from distal tip.¿ the returned condition confirms the customer¿s reported event of the broken hemostatic valve cap. The finding continues to be an MDR reportable malfunction. The kink in the shaft has been assessed as not reportable no internal components are exposed to the patient. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Correction: a correction is required to the lot # previously reported within the manufacturing record evaluation. The correct lot # is 0001055. This is being corrected from 1055. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small wherein the hemostatic valve was broken. Device evaluation details: the device evaluation has been completed. The device was inspected and the brim cap (hemostatic valve cap), friction ring and white gasket are missing and the shaft was observed kinked. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. The root cause of the brim cap damage will be investigated under an internal corrective action. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Manufacturer¿s ref # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small wherein the hemostatic valve was broken. It was initially reported that personnel reported the orange piece that covers the hub to be missing upon opening the carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small package. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small was replaced and the case continued and finished successfully. The initial event of ¿missing hub cover¿ was assessed as not MDR reportable since the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On (B)(6) 2019, additional information was received from the customer indicating the hemostatic valve was actually broken. The issue of the hemostatic valve was then reassessed as an MDR reportable malfunction. This event was originally considered non-reportable, however, biosense webster inc. Reassessed this complaint as reportable based on additional information received on (B)(6) 2019.